Event description:
It was reported that during a left meniscus repair procedure, when t1 of the fastfix 360 was implanted, t2 was simultaneously deployed. T1 was securely anchored into the patient, and t2 was removed by suction. The surgery was completed using a back-up device, with a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H11: h2: corrected data on: a1.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is missing the tip. The suture knot is tightened down. The actuator is stuck at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that, during a left meniscus repair procedure, when t1 was implanted, the t2 of the fast-fix 360 was deployed simultaneously. T1 and t2 were removed from the patient by suction. Surgery was completed with a back up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.